Event description:
Customer reportedly obtained a result of 310mg/dl while the facility's device read 78mg/dl within 10 minutes. No treatment was received. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.